Manufacturer narrative:
Investigation summary: hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Arrhythmia : in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary edema : the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1962539. Device history batch: sub-component lot : n/a. Device history review: the pump s/n:(B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient underwent additional procedures including a carotid endarterectomy with hematoma evacuation. The patient experienced an episode of atrial fibrillation that was managed with an amiodarone drip without adverse blood pressure effects. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.